Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a urology procedure, the body scanner was detecting a sponge when one was not present. The staff utilized x-ray to confirm the count due to the false detection.